Manufacturer narrative:
Investigation summary: it was reported that a box of reference 305107 did not present in its secondary packaging information such as batch, expiration date and sanitary registration. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos shows a shelf box that does have the lot number and expiration date. It could be possible that the printer got clogged inducing the symptom reported by the customer. A device history record review was completed for provided material number 305107, lot 0199060. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging process was performed and setting of the printer were correct. No issues were observed and flow of products was acceptable. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the box of bd precisionglide¿ needles had no batch, expiration, or sanitary registration listed on its labeling. The following information was provided by the initial reporter, translated from spanish to english: "in recent days it was identified that a box of reference 305107 and another of reference 302352 do not present in its secondary packaging information such as batch, expiration date and sanitary registration. In the case of the second reference, which is why it is not possible to market these units due to lack of regulatory information."